Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a surgical case. There was no pt or user injury, and the procedure was then successfully completed.